Event description:
It was reported that prior to starting a da vinci s surgical procedure the fenestrated bipolar forceps instrument tips were not working properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grips tips were bent. The one grip was bent, causing side-to-side misalignment of the grips. There was a .070 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating likely overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering also found that the instrument main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .070 - .095 in length and not aligned with the tube axis. The evidence was inconclusive, but the deep scratches/gouges were likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction, if to recur, could cause or contribute to an adverse event.